Manufacturer narrative:
He has been buying the product for quite some time usually last for about 3-4 months. On 2 occasions after 2 weeks the hard and soft material began to separate. The guards had the trimming ridges indicating they are the gen ii original guards.

Event description:
He has been buying the product for quite some time usually last for about 3-4 months. On 2 occasions after 2 weeks the hard and soft material began to separate. The guards had the trimming ridges indicating they are the gen ii original guards.